Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report the second console s/n (B)(6) was not connecting to the system and the power button is blinking blue. The system was hard power cycled and the blue fiber cable was swapped between consoles with no change. The caller stated a message on the screen was present saying there is a potential issue with error 31089. The customer disconnected the affected console and they are continuing as single console system with no further issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) common compute controller (ccc) was analyzed and found that in artemis, error 31089 was found indicating a hardware fault on aurora comm link and confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This ssc ccc cfg was installed, programmed and tested on the dv5 in house golden system where programming was not possible, ssc console did not connect and did not power on replicating the reported failure. Per doc 1125201-01 rev g, this ssc ccc cfg was tested on the debug station to confirm if this ccc is bricked and resulting to be a bricked ccc. This ccc cfg was programmed per doc 1069150-03 rev c, installed back to the system to verify that this ccc cfg function as design and resulted in system started up normal as expected. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.